Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed that caused the station to freeze. The field service engineer performed a general inspection on the unit. The drawer shoe on the auxiliary was repaired. The main station was also inspected, and no issues were found. All drawers were functioning properly, and no errors were present at the time. The barcode scanner functionality was verified, and the mask was confirmed to be secure. General cleaning and inspection were also completed. The all-in-one was wiped down, and some debris that had fallen behind the unit was removed with the assistance of the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device was getting stuck due to the drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h describe event or problem. Additional information: section h imdrf annex codes.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was getting stuck due to the drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device was getting stuck due to the drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.